Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per (B)(4) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device pump was showing channel error 240.4150 and which was resolved with replacement of top pressure sensor and the pump worked normal. There was no patient involvement.